Event description:
The patient reportedly has been a poor performer. The patient's internal device reportedly has shorted electrodes. It was also reported that the patient's electrode has migrated. Surgery to explant the device has been scheduled.